Manufacturer narrative:
No product was returned for evaluation nor radiographic films were provided to confirm the event. Potential adverse events and complications "as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". No product returned.

Event description:
On (B)(6) 2017, a patient underwent posterior percutaneous spinal fixation at the l3-l5 levels. After surgery, deviation of the left pedicle screw was observed at l3 level. On (B)(6) 2017 a revision procedure took place replacing the screw at l3 level. No product malfunction was reported. Product will not be returning for investigation.